Event description:
Caller reported the t:slim x2 pump battery would not charge, despite using the tandem charging cable and wall adapter, and attempting to charge it for at least 30 minutes. Trying different wall adapters and charging cables did not resolve the issue. There was no reported adverse impact. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.